Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber displayed a fiber life courtesy message and began forward firing at 25,261 joules and 6 minutes of fiber use. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber displayed a fiber life courtesy message and began forward firing at 25,261 joules and 6 minutes of fiber use. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
B1 was corrected. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The IFU instructs the user to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. Based on analysis result, there was no fiber tip break, and the procedure was completed without patient complications. The interaction between the user and device caused or contributed to the observed fiber damage. The information reasonably suggests that the identified distal circumferential fracture with the firing output rate below the threshold for potential patient harm is unlikely to cause patient harm if it was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported firing forward.